Event description:
It was reported that during reprocessing following a therapeutic endoscopic retrograde cholangiopancreatography procedure, the duodenovideoscope was found without its distal cover attached. The physician re-entered the patient to search for the missing distal cover but was unable to locate it. The staff could not recall whether the distal cover had been attached prior to the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.